Event description:
The customer reports experiencing difficulty attaching the hub of the i.v. Catheter to a needleless connector with resultant loss of IV access, which may required the placement of an add'l IV site. No adverse medical sequela was reported.

Manufacturer narrative:
Evaluation summary: three used samples were returned for evaluation. Functional testing was performed per (B)(4). Of the three samples, one failed luer lock engagement testing. The investigation concluded that the inability to get a secure fit between the catheter hub and the luer connector of the external device was due to oversized molder luer ear dimensions. This molding issue was found to be limited to one cavity of a multi-cavity mold tool. Corrective actions have since been implemented which have mitigated the issue.